Event description:
During an aneurysm coiling procedure, it was reported that during coil delivery, resistance encountered when most part of the coil were inside the aneurysm. Physician suspected the coil was stretched and decided to retrieve the coil. After the coil was out, the coil detached at the detachment zone. No patient injury reported.

Manufacturer narrative:
The returned device has been evaluated and confirmed the implant coil had broken from the delivery system. Based on the reported details and the findings, the coil was likely broken during manipulation of the device.